Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device drawer was failed to open. A technical support specialist assisted the customer to insert the cubie properly upon specialist was disabled all usb power management settings and rebooted cubex app to resolve issue. The system functioned as intended after the technical support specialist troubleshot the device. A review of the complaint history for sn unknown was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn unknown was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower drawer failed to open when trying to issue meds. As per the customer's statement that drawer 02 wouldn't open when trying to issue meds. During troubleshooting, they logged into the cabinet and opened drawer 03 and discovered a cubic was not inserted correctly, which prevented drawer 02 from opening. Then they inserted the cubie all the way down and drawer 02 was able to open. So, they logged back into the cab and were able to issue meds, oxycodone 10mg (02 07), with no problems. There were no adverse events or injuries reported based on this incident.